Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found the device in backup mode upon receipt. An anomaly within a hybrid component was suspected but tests were in conclusive. (B)(4); failure (event) observed during analysis. Late due to delay in receiving paperwork.